Event description:
Reporter called to inform the FDA that her spinal cord stimulator (scs) has been malfunctioning for the past three months. She was initially admitted into the hospital in april, then this saturday ((B)(6) 2024), and again last night. Reporter states that she was told that the scs was not turned on but she has been continuously getting shocked. When she gets shocked, reporter said that it goes up her spinal cord and into her brain. When this occurs, she cannot breath, her arms flex towards her chest, and she auditorily hears sounds like crickets. This is causing a lot of negative health issues and she hopes that she will be able to have the scs explanted.